Manufacturer narrative:
(B)(4) (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. The device riveting and welding was evaluated and met product specification. Functionally, the forceps jaws would open, but failed to close properly due to the bent needle. The condition of the returned incident device was not consistent with the complaint that the needle was broken off. Based on the evaluation, the needle was found to be bent. The directions for use (dfu) document cautions that application of excessive force to the forceps may damage the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a upper endoscopy procedure performed on (B)(6) 2010. According to the complainant, during the second pass the physician experienced resistance when inserting the device down the scope. As the radial jaw 3 single-use biopsy forceps exited the scope the needle simultaneously fell off inside the patient. Upon removal of the device from the scope it was confirmed that the jaws/cups would not completely close. The needle was not retrieved by the physician and was not concerned about its impact to the patient. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a upper endoscopy procedure performed on (B)(6), 2010. According to the complainant, during the second pass the physician experienced resistance when inserting the device down the scope. As the radial jaw 3 single-use biopsy forceps exited the scope the needle simultaneously fell off inside the patient. Upon removal of the device from the scope it was confirmed that the jaws/cups would not completely close. The needle was not retrieved by the physician and was not concerned about its impact to the patient. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.